Manufacturer narrative:
A specific root cause could not be identified. A reagent or calibrator issue could be excluded as the calibration signals were plausible and quality control results were within range.

Manufacturer narrative:
(B)(6). This event occurred in (B)(6).

Event description:
The customer received questionable free thyroxine (ft4) results for two patients and questionable antibodies to thyroid peroxidase (anti-tpo) results for three patient samples. Of the data provided, only the ft4 results were a reportable malfunction. Patient 1 initial result was 2.1 ng/dl. The repeat result on another analytical e module was 1.3 ng/ml. Patient 2 was a female, (B)(6). The initial result was 2.2 ng/dl. The repeat result on another analytical e module was 1.3 ng/ml. The repeat results were believed to be correct. The erroneous results were not reported outside the laboratory. Information concerning if any patient was adversely affected was requested, but was not provided. No adverse event was reported. The reagent lot number was 183473. The expiration date was requested, but was not provided.